Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6). 2013 explanted: (B)(6). (B)(6). 2026 product type catheter p roduct ID 8709 lot# serial# (B)(6). Implanted: 2004-01-12 explanted: (B)(6) 2026-02-05 product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 28-oct-2014, UDI#:(B)(4). ; product ID: 8709, serial/lot #: j11638r70, ubd: 31-oct-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen 3000mcg/ml at 1155.6mcg/day. It was reported that, during a routine pump replacement, a small tear was noted in the catheter. The catheter was revised; catheter serial number h847603410 was completely replaced and catheter serial number (B)(6) was partially explanted. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There were no additional interventions/actions taken. The issue was resolved.